Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot # 17859836, description: next generation anchor kit-sterile the returned devices were analyzed and the complaint was confirmed. Sc-2316-50, sn (B)(4): visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 27 cm from the distal end. Cables were not exposed at the clik anchor fracture site. X-ray inspection confirmed all cables were fractured at the bent/kinked section of the lead. The fractured cables resulted in the reported high impedances. Additionally, visual inspection revealed that the lead body was cleanly cut and the proximal end is missing. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-2316-50, sn (B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-4316, lot 17859836: the clik anchor has a torn eyelet with missing silicone material. The physician confirmed that the missing silicone was removed from the patient.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively.